Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. It was not reported whether treatment was rendered for the event. On an unreported date in 2010, pd therapy was withdrawn and the patient was placed on back up hemodialysis because of "other problems." It was not reported whether the peritonitis resolved.

Event description:
It was reported that during a laparoscopic tubal ligation procedure when the trocar was inserted thru the skin the shield did not retract. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Reset button armed bullet retracted post cut the analysis results of the d11lt found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any shield re engagement issues. Upon functional evaluation of the device, during one test sequence the reset button failed to return to home position and the shield could be retracted to expose the knife. The batch record was reviewed and no anomalies were noted during the manufacturing process.